Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 532mg/dl and the needle cannula fell out during insertion. Customer treated with an injection. Troubleshooting found that the cannula needle fell out and the customer incorrectly reinserted it and customer only realized hours later that the needle impacted their blood glucose level. Customer was advised to watch their blood glucose and treat as appropriate. Customer declined high blood glucose troubleshooting and indicated that the pump was operating as designed.